Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "presented the alarm f38." It is unknown when this event occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an f38 was confirmed. Service determined that the cause was due to damaged force sensing resistors (fsrs), which were replaced to resolve the issue.